Manufacturer narrative:
The customer complaint was confirmed. The root cause of this failure was identified.

Event description:
It was reported that the customer answered ¿yes¿ to the survey questions "are you aware of any events associated with an interruption of communication or power between pc unit and modules?" And "is there any apparent damage or corrosion to the iui connector?" There was no reported patient impact.

Manufacturer narrative:
The reported event of device had damaged inter-unit interface (iui) was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined.

Event description:
It was reported that the customer answered ¿yes¿ to the survey questions "are you aware of any events associated with an interruption of communication or power between pc unit and modules?" And "is there any apparent damage or corrosion to the iui connector?" There was no reported patient impact.